Event description:
While driving, on the interstate highway, I felt the effects of hypoglycemia. I was forced to exit the highway in order to check my blood glucose level and treat the symptoms. At this time the pump had not alerted me of a low bg level and never did. Unfortunately, this was and is not the only time this has happened, this problem has been persistent since I switched to this device. I have had to deal with incidents of hyperglycemia as well, which seem to arise for no reason at all. This device was supposed to make my life a little easier by avoiding frequent finger sticks, however, that has not been the case. Instead, it has caused me to constantly stress about my bg levels and not to mention the economic impact having to purchase extra testing strips.